Event description:
Rn called tech services to report crosstalk when reviewing a recent data from remote device transmission. The freeze capture showed crosstalk followed by safety pacing. Technical service engineer (tse) and rn also discussed decoupling pacemaker sensitivity to 2mv to reduce risk of inhibition of pacing. Rn will discuss the change with the physician. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".